Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video telescope had a pierced sheath. There were no reports of patient harm.

Event description:
It was reported the video telescope had a pierced sheath. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be prevented by following the instructions for use which state: ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning safety information notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the insertion tube warning risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: ¿ make sure that the product has: - no dents, cracks, bending, or deformations - no cuts and other defects on the outer sleeve of the cable - no scratches - no corrosion, dirt or debris - no lens damages or cover glass damages - no missing or loose parts ¿ check all markings on the product for clear visibility. Notice risk of damage to the product a damaged universal cable may damage the endoscope. ¿ make sure that the universal cable does not touch any sharpedged or pointed objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.